Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetic ketoacidosis. The caller state that the customer was diagnosed with diabetes at the age of twenty-five. The caller stated that the customer started drinking one year ago and was a recovering alcoholic and because of this had diabetes complications. In (B)(6) of 2016 had a broken leg, in (B)(6) 2016 injured a thumb and had an episode of diabetic ketoacidosis, in (B)(6) of 2016 had broken ribs and punctured lung, in early and mid-(B)(6) of 2016 had diabetic ketoacidosis episodes. The caller did not know the customer's blood glucose at the time of passing. The customer was not wearing the insulin pump at the time of death; it had been disconnected on (B)(6) 2016 per the endocrinologist's orders, due to illness. The customer was not using sensors. The caller decline returning the insulin pump for analysis stating that the insulin pump had nothing to do with the customer's death.